Event description:
A caller reported a malfunction on a pump, specifically citing an issue referenced by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information. Customer to follow up if issue persists.